Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: difficult to place both prongs under staple in burns patient unlike previous model with blunt tip caused increased trauma resulting in excess bleeding. Resulting in patient needing 2 units of blood transfusion.